Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during new device implant procedure on formally capped atrial and ventricular leads, loss of sensing and intermittent capture of the ventricle were noted on atrial lead. The atrial lead was positioned near the tricuspid annulus. Lead dislodgement was confirmed via x-ray. Programming changes were made. Patient was stable.